Event description:
The customer reported via the competent authority ((B)(6)), that during open reduction internal fixation of fractured tibial plateau procedure, 2 instruments failed. It is further reported that whilst used universal torque limiting attachment to insert locking screw, inner shaft shore off, fracturing completely. It is further reported that the customer then attempted to complete the procedure with a screwdriver. It is further reported that when tightening a screw, the screwdriver head disassembled. It is further reported that another screwdriver was used to complete surgery. It is further reported that all pieces were retrieved and that there was no delay or adverse consequences.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. It is unknown at this time if the device will be returned for evaluation. Same patient event as MDR 8031020-201038.